Manufacturer narrative:
Results: the returned ipg passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2011-00216 and 1627487-2011-00217. The pt's scs system consists of an ipg, surgical lead and lead extension. She had previously undergone a surgical procedure in (B)(6) 2008 at which time her ipg was replaced and an extension was added to her scs system. It was reported that the pt lost stimulation. Surgical intervention was undertaken on (B)(6) 2011 to rectify this issue. Intraoperative testing of the lead revealed invalid impedance measurements for all but one electrode when the device was tested in conjunction with the extension. When tested independently, the lead exhibited fewer impedance issues. The physician decided to replace all components of the pt's scs system and effective stimulation was recaptured as a result. The explanted devices were returned to the MFR for analysis.